Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor. Customer's blood glucose at time of incident was 157 mg/dl. The customer stated insulin is squirting out during the manual prime process. The customer stated the drive support cap appears normal. Customer did not press the cap while connected. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
The pump passed the displacement, operating currents, self test, off no power and unexpected restart error tests. The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion or excessive no delivery alarm tests due to a loose drive support disk. The pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.